Manufacturer narrative:
H11: additional manufacturer narrative: updated sections a1, a2, a4, b5, b7, d1, d4 (model number, serial number, expiration date, primary UDI number, g4 (PMA number), h4, h6 (health effect - clinical code, type of investigation). H10: corrected data: corrected section h6 (device code).

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve, implanted in the pulmonic position, underwent a balloon valvuloplasty with a 20mm tyshak ii balloon after an implant duration of one (1) year, nine (9) months due to immobility of one valve leaflet, moderate insufficiency, and mild stenosis. Per follow up with the cardiologist for root cause, "it looked like there may have been some thrombus causing a stuck leaflet". Per medical records, the patient present with dyspnea with exertion. Pre-intervention peak gradient was 48 mmhg. Given the immobility of the pulmonary valve leaflet, the decision was made to try and balloon the valve in an attempt to improve the mobility of the valve leaflet. Per the physician, there may have been some thrombus causing a stuck leaflet. A 20mm tyshak ii balloon was inflated to 2 atms. Repeat intra-op echo post-intervention showed unchanged moderate pulmonary insufficiency, mild pulmonary stenosis, and continued limited excursion of the pulmonary valve leaflet. Residual gradient across the valve was 18 mmhg. The patient was transferred to the stepdown unit in stable condition.

Event description:
It was reported that a patient with a 21mm edwards surgical valve, implanted in the pulmonic position, underwent a balloon valvuloplasty with a 20mm tyshak ii balloon after an implant duration of one (1) year, nine (9) months due to unknown reason. The patient was not a candidate for valve replacement based on the measured hemodynamics at the time.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots on the device/graft. There may be cases of incidental finding by imaging (CT scan) of thicken leaflets (halt) when the patient will benefit from a close follow-up and may be treated with oral anticoagulant. The root cause of this event was determined to be due to patient related factors. The event in this case was impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.